Manufacturer narrative:
Device was used for treatment, not diagnosis. The initial complaint was reviewed and found not reportable. Not likely to result in patient harm or the need for additional medical or surgical intervention. There is no report of serious deterioration, added intervention, significantly extended surgical time or retained fragmentation from material unintended for implant. Should further information become available this determination will be reviewed accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that to enable the cerclage cable to be inserted into the cable tensioner, the surgeon turned the fluted knob at the end of the tensioner counterclockwise, but the cable couldn't be tightened. The surgeon prepared another cable system (not a synthes product) and operated, so the surgery prolonged 2-3 minutes. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that pioneer surgical technology manufactured the cable tensioner, part #391.201, and lot #p045897 on po #986207, for 20 pieces delivered april 13, 2009, which were packaged for export and moved directly to the warehouse on april 14, 2009, and on po #968040, for 2 pieces and 18 pieces delivered may 5, 2009, which were packaged for export and moved directly to the warehouse on may 5, 2009. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. The cable tensioner was made to the synthes drawing p/n 391.201, revision ¿h¿, released on december 14, 2006. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.